Event description:
It was reported that the patient presented to the hospital for a scheduled right ventricular (rv) lead changeout. High capture threshold was noted on the rv lead chronically. On (B)(6) 2022, the lead was capped and replaced. The patient's condition was stable during and after the procedure.